Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was not returned to gore for evaluation; therefore, an independent assessment of deployment performance could not be conducted. The cause for the reported deployment difficulty could not be established. The field indicated the physician successfully deployed the viabahn® device on the back table without issue following removal from the patient. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on april 10, 2024, a 6 mm x 7 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended for use as a snorkel in the left renal artery for an unknown etiology. The physician reported the patient had extreme tortuosity with an access site at the right brachial artery to the target treatment site of the left renal artery. The viabahn device was introduced through a 6 f cook introducer sheath over a 0.018¿ cordis sv-5 steerable guidewire. The physician reported the deployment line was stuck after approximately 6 inches with failure to initiate deployment. The viabahn stent graft did not expand. The viabahn device was removed without difficulty. It was noted the physician attempted deployment of the viabahn device on the back table after removed from the patient, and it successfully deployed without issue. There were no consequences or impact to the patient.